Manufacturer narrative:
Initial reporter postal code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right-side rupture. Device remains implanted.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe since it is a medical event and is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
The device has been explanted.